Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, an anterior vitrectomy was performed and the intraocular lens was placed in the sulcus. During the lens implant, one (1) of the haptics looped and came back on the optic; leaning on the rim approximately 0.5 mm from the edge. The lens remains implanted. There were no patient symptoms reported. It was noted that vitrectomy was performed prior to implant. A slight paracentesis (incision enlargement) was performed from 1.0mm (size of keratome) to about 1.2 mm to allow access for the vitrectomy cutter. No sutures were used. Per follow-up, the tip of the haptic was either stuck on the ridge of the optic or the patient's anatomy was preventing the lens from unfolding, leaving the very tip on the ridge of the optic. Visual acuity pre-operative: 20/60. Visual acuity post-operative: 20/40. Best corrected visual acuity (bcva): 20/30. No additional information provided.